Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm during bolus. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Assisted customer in performing a 5.0 unit fill cannula. Customer states the insulin did not exit and insulin pump alarmed insulin flow blocked. Customer to run load reservoir with empty insulin pump until piston reaches end of travel and insulin pump alarmed with no reservoir detected. Customer had push insulin slowly through the tubing. Customer reports that insulin did not exit with plunger push. Customer reports insulin exits, but there was greater than normal resistance when attempting plunger push. Customer reports insulin did not exit and there was greater than normal resistance with plunger push. The device will not be returned for analysis.